Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The evaluation found that the subject device had pixel defects due to image capture failure, and cracks in the main body. Based on the results of the investigation, it is likely that the following led to the malfunction: the loosening of the scope mount. A probable root cause cannot be identified. A device history record review revealed that no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited pixel defects due to image capture failure and cracks in the main body. There was no patient involvement.